Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system was auto reducing and system diagnostics recorded high impedances on contacts 1-8 on the lead. As a result, the patient was experiencing ineffective therapy. It was also reported that contact 9 on the other 316 lead had migrated. Surgical intervention took place on (B)(6) 2024 where one lead was explanted and replaced, and the other lead was repositioned to address the issue. Effective stimulation was restored.